Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s device stopped working and is no longer in use. There were no patient symptoms or complications reported.